Event description:
The manufacturer received information alleging a trilogy evo failed an fio2 test step during testing. There was no harm or injury reported. The device was not in patient use. During the evaluation at a third-party service center the customer's complaint could not be duplicated. No test failure was duplicated. Review of the device's downloaded event log revealed a ventilator inoperative alarm indicating a system board failure. The device's system board was replaced to address the issue. A service required alarm indicating an internal battery failure was observed. The device's internal battery was replaced to address the issue.not related to the reportable issue a service required alarm indicating a corrupt software issue was observed. The software was reinstalled to address the issue. The device was tested and passed all final testing.

Manufacturer narrative:
The reported failure of a ventilator in operative due to a system board failure and an internal battery failure is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.